Event description:
Philips received a customer complaint indicating that a v60 ventilator experienced a continuous error code 1203 'low leak - co2 rebreathing risk' alarm. The device was actively in use on a patient at the time of the event. The patient was safely transferred to a backup device, resulting in a 15-minute delay in therapy. No patient or user injury was reported, and no external accessories were involved. A remote service engineer (rse) performed troubleshooting and a visual inspection with the customer. Pipeline and patient circuit connections were verified as normal, and the reported issue could not be replicated. Based on the initial technical evaluation, the rse identified the probable cause as a failure within the gas delivery subsystem (gds) or the flow sensor assembly. Final investigation and disposition are pending.

Manufacturer narrative:
(B)(6).